Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation of this complaint. A device history record review of the past 12 months qn for catalog #393224 was performed. There is no related qn on similar defect or condition for the past 12 months. Root cause description: the root cause cannot be determined. Rationale: complaint trend would be monitored. Complaint will be reopened for investigation if sample is returned.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port. No serious injury or medical intervention was reported.